Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this incident. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(6). Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2. A second clip delivery system (cds) was advanced and placed on the lateral side of a2p2. The mr was noted to be increased after the second clip was implanted and a tear was confirmed on the anterior leaflet. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.